Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed no issues with the system. The system passed the system checkout and was found to be fully functional. Analysis on the software determined to be inconclusive with the current information given.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when booting into the ear, nose & throat (ent) application, the system becomes stuck booting into the kernel for roughly 15-minutes. The site then received an unrecoverable error message that states, ¿failure in sr manager¿. No patient involvement.